Event description:
An unconscious patient and was treated with an emergency percutaneous coronary intervention. After the procedure, the procedural sheath was left in the left femoral artery overnight. The following morning a hematoma was present at the puncture site and the patient had low blood pressure. The sheath was removed and this 6f angio-seal device was deployed without a pre-deployment angiogram. Hemostasis was achieved using the device. Two hours later, bleeding was observed and manual compression was applied to achieve hemostasis. The patient later expired, however the physicians did not believe the event was caused by the device as the patient was in poor condition prior to deployment.

Manufacturer narrative:
Additional information: (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.